Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed high, out of range pacing impedance values prior to a magnetic resonance imaging (MRI) procedure. Therefore, the MRI programming was not recommended. The pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.